Event description:
It was reported that the implant at tooth site #unk lost integration and was removed.

Event description:
It was reported that the implant at tooth site #unk lost integration and was removed.